Manufacturer narrative:
Additional information was received that no further course of action will be done at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device was jolting the patient and the patient felt pain in his upper back when the device was turned on. An impedance check showed that the entire left lead and two contacts on the right lead were showing high impedance. X-ray was taken and showed that the leads were in the same place as originally implanted. The physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the device was jolting the patient and the patient felt pain in his upper back when the device was turned on. An impedance check showed that the entire left lead and two contacts on the right lead were showing high impedance. X-ray was taken and showed that the leads were in the same place as originally implanted. The physician suspected device malfunction. The patient will undergo a revision procedure.